Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port and a cath-lock loaded onto a groshong catheter were received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A split was noted on the returned catheter approximately 5.5cm from the distal end of the loaded cath-lock. The edges of the split on the catheter were noted to be uneven. It was determined to be a partial compound break. The surface was noted to be round and smooth in both regions. Therefore, the investigation is confirmed for the identified fracture, wear and deformation issues. However, the investigation is inconclusive for the reported expulsion as supporting evidence of the reported issue is not available. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement procedure the patient allegedly had crust formed on the port body. It was further reported that port body peeled off exposing the port body to the outside of the body. Current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement procedure the patient allegedly had crust formed on the port body. It was further reported that port body peeled off exposing the port body to the outside of the body. Current status of the patient is unknown.